Event description:
It was reported that a patient developed aching of the ears followed by joint pain, particularly in the knees, and blotchy rashes on the right hand after use of an appliance fashioned using essix c+. The symptoms were initially believed by the patient to be associated with brushing the retainer with toothpaste, so the patient began cleaning with baking soda; there is no indication as to whether the symptoms subsided after the point or not. It was also reported that, the patient's bottom lip began to swell in addition to developing intraoral lesions that would crust over several times a day. In addition, the patient's mother stated, that there was a discharge of purulent exudate coming from the patient's facial pores and from the nostrils, accompanies by the presence of a fetid odor. The patient also reported, that her brain felt numb and the mother reported that, the patient acted on edge. Approximately, six doctors of unknown specialities were consulted during a four month period. Shortly before the event was reported, the patient's dermatologist opined the symptoms might be the result of an allergy to the appliance. As a result, the patient discontinued used and the symptoms ceased within 24-48 hours. Approximately 10 days later ,the patient resumed use of the appliance after which, it was reported that the patient broke out in hives. The patient has since stopped using the appliance.

Manufacturer narrative:
Certain aspects of the history are explainable as stemming from causes unrelated to the appliance. For instance, the ear aches could be related to tmd secondary to placement of an appliance that changes the occlusion. Diffuse joint pain is not uncommon in young adults and knee pain would not be related to the appliance. Irritation to the adjacent mucosa could easily occur if the appliance was not trimmed properly. Likewise, the presence of intraoral sores, crusting, and exudate could be related to a number of different oral pathological conditions. However, the symptoms could also be interpreted as an allergic response, especially considering that they ceased after use of the appliance was stopped. While it cannot be definitively stated whether the plastic material used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material.